Manufacturer narrative:
Follow-up information was provided by the user facility which revealed that the lot number originally provided was incorrect. The correct lot number associated with this event was confirmed as being lot # 14su02011 from catalog # 0500325e. Manufacturing evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fibers were wet with indication of blood exposure; the fibers were streaked with blood residue and coagulated blood was present between the screw flange and polyurethane (pu) potting cut surface at both ends of the dialyzer. Coagulated blood was also noted between the screw flange threads and dialyzer housing threads on both ends. Additionally, a thin piece of debris, consistent with a polyurethane/polyethylene (pu/pe) sliver, was identified situated between the potting cut surface and the o-ring at the non-cavity ID end. The debris was located at approximately 280 degrees with the dialysate port situated at 0 degrees. There was no other debris, damage or irregularities noted. The dialyzer was subjected to a laboratory leak test; no leak noted. Although no leak was observed, this could likely be attributed to the device return condition. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the non-cavity ID end. Although no leak was detected, the observed debris could have resulted in the reported leak.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred 20 minutes into the start of patient's hemodialysis treatment. The blood leak was noted as being an external dialyzer leak. Blood was visually observed leaking out of the header of the dialyzer. No dialyzer damage was visible. Blood test strips were not used as the leak was visually observed. The machine did not alarm. The patient's estimated blood loss was approximately 100cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The complaint device is available for evaluation by the manufacturer.